Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 39 mg/dl. The customer was treated with intravenous fluids, and was released from the ER approximately 4 hours later. Upon being released from the ER the customer¿s bg was 125 mg/dl, and the customer was ¿tired and in good condition¿. Reportedly, the customer accidentally changed the basal rate to 9 units of insulin per hour rather than the healthcare recommended value of 0.9 units of insulin per hour.